Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received not deployed. Inspection of the download data found that the pod completed both priming sequences and was deactivated at the end of second prime. Timeouts occurred during priming in tandem with a failure of the rotational sensor to transition, indicating a drive stall occurred. Due to the drive stall, the firing flat and ratchet gear did not rotate enough pulses by the end of second prime to align with the release bar and allow the needle mechanism to deploy. Upon opening the pod, it was confirmed that the position of the ratchet gear was some pulses behind where it should be at the end of second prime. The timeouts and drive stall were not replicated during pod rerun. No damages or deficiencies were observed to the drive mechanism or needle mechanism components that would contribute to a drive stall. The exact cause of the drive stall could not be determined.